Event description:
It was reported that the customer had a blood glucose (bg) of 347 mg/dl and gave correction bolus via the pump to address bg; cause of elevated bg was unknown. When bg did not go down the customer went to the emergency room with a blood glucose of 412 mg/dl and ketones. Customer was treated with intravenous fluids of saline and insulin. Customer was released later the same day with the issue resolved. Recommendation was made to consult with a healthcare provider regarding diabetes management.